Manufacturer narrative:
B3 approximated

Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring kidney infections. The aus was explanted. There were no additional patient complications reported.